Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a 7" (18cm) appx 0.37ml, smallbore bifuse ext set w/2 microclave¿ clear, 2 clamps, rotating luer where it was stated that the device had leaking from hub of y-site connected to patient while infusing chemotherapy. There was patient involvement, but no reported patient harm.

Manufacturer narrative:
Additional information: drug information was provided in concomitant information. Investigation summary one (1) used list #011-mc3316, ext set, smallbore bifuse w/2 clave¿ clear was returned for evaluation. As received, no physical damage or anomalies were noted. No mating device was returned for evaluation. The sample was tested as procedure, after the test no leaks were noted. However, when the shuntless microclaves were dissembled a damage at the side and the top of one of the seal was noted, no additional damage or anomalies were noted. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Complaint of leaks can be confirmed. The probable cause of the tear observed at the side of the seal is due to incorrect use, based on dfu- do not use needles, blunt cannulas or luer caps on connectors.

Manufacturer narrative:
The investigation was updated: one (1) used. List #011-mc3316, ext set, smallbore bifuse w/2 clave¿ clear was returned for evaluation. As received, no physical damage or anomalies were noted. No mating device was returned for evaluation. The sample was tested as procedure, after the test no leaks were noted. However, when the shuntless microclaves were dissembled a molding deformation at the side and top of one of the seals was noted, no additional damage or anomalies were noted. Complaint of leaks can be confirmed. The probable cause is due to an error during molding process at manufacturing plant. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.